Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9168730. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It has been reported that one bd¿ pegasus bl 22gax1.00in prn-cap y non-pvc has been found breaking during use. The following has been provided by the initial reporter: on (B)(6) 2019, the patient was admitted to hospital due to hysteroscopic surgery. The intern nurse gave the patient a 22ga pegasus. After completed penetration, it's noticed that flow occluded and completed prevent fluidic fill in & out then the intern nurse retracted the 22ga pegasus , it's noticed that catheter shorten. Unable to confirm if the catheter broken inside the patient body.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ pegasus bl 22gax1.00in prn-cap y non-pvc has been found breaking during use. The following has been provided by the initial reporter: on (B)(6) 2019, the patient was admitted to hospital due to hysteroscopic surgery. The intern nurse gave the patient a 22ga pegasus after completed penetration. It's noticed that flow occluded and completed prevent fluidic fill in & out then the intern nurse retracted the 22ga pegasus. It's noticed that catheter shorten unable to confirm if the catheter broken inside the patient body.